Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a post-operative rise in thresholds and decrease in sensing was observed on the right ventricular (rv) lead due to a microdislodgement. The pocket was re-opened and the lead was revised. No patient complications have been reported as a result of this event.